Event description:
It was reported that (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, a patient presented with heart failure in another facility. Fluoroscopy was performed and it was noted that the clip was opened. Patient returned with severe mr. On (B)(6) 2026, mitral valve surgery was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.